Manufacturer narrative:
Investigation summary - bd received 20 photos for investigation, which depict a tube held in one hand and the hemogard closure assembly in the other, with the tube appearing unused. A total of 100 retained samples were visually inspected, all featuring the hemogard closure assembly correctly assembled and placed on the tubes, and no issues with cocked stoppers were identified. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. There were no issues with the hemogard closure assembly being loose or separating during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 56 tubes, a cap popped off one (1) tube during collection. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 56 tubes, a cap popped off one (1) tube during collection. There were no health impact or consequences reported.